Event description:
It was reported that: "the two implants above were explanted and new head and liner were implanted. I do not have access to personal pt information because of confidentiality regulations."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If it becomes available, the evaluation summary will be submitted in a supplemental report.